Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd¿ needle 1/2 in. Single use, sterile, 30 g, the needle was clogged/blocked during priming. The following information was provided by the initial reporter: the physician was attempting to prime the syringe, the syringe plunger would not depress.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 27-apr-2022. H6: investigation: it was reported the syringe plunger would not depress. To aid in the investigation, one sample with the plastic shield, but no packaging blister, was received for evaluation by our quality team. A visual inspection was performed and the top section of the needle is bent 1/16" at about twenty five degrees. The sample was connected to a syringe with saline solution. It was not possible to expel the saline. This could be because of the needle being bent or because it is clogged. This type of needle being bent can be induced when removing the plastic shield. No other defects or imperfections were observed. A device history record review was completed for provided material number 305106, lot number 0022956. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect.

Event description:
It was reported that while using a bd¿ needle 1/2 in. Single use, sterile, 30 g, the needle was clogged/blocked during priming. The following information was provided by the initial reporter: the physician was attempting to prime the syringe, the syringe plunger would not depress.